Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on (B)(6) 2014, the patient underwent further surgery under general anesthesia for the following purpose: mesh excision.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on (B)(6) 2014, the patient underwent further surgery under general anesthesia for the following purpose: mesh excision.